Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking and frayed wires on the power supply box. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. External and internal visual inspections of unit revealed that the power supply cable was defective (has exposed wires), therefore, a golden power supply cable was used in all future testing. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. It was reported that the power supply cable has exposed wires -confirmed. Although the returned power supply was not used to perform any diagnostic test due to sparking or safety risk, it was confirmed that the power supply cable has exposed wires.